Manufacturer narrative:
(B)(4).

Event description:
The customer reported that it was necessary to add a more pronounced curvature on the endobronchial tube, as required during a difficult intubation with the glidescope. The tracheal and bronchial cuff inflated and deflated prior to insertion to the test the cuff. As this was a difficult intubation, the tube tip was curved to test the cuff. The tracheal cuff could be inflated but not be deflated completely. There was no patient involvement.